Manufacturer narrative:
Device available for evaluation. Additional information: date MFR rec: additional information. Type of follow up: device evaluation. Device evaluated by manufacturer- additional information. Codes updated as received, the concerto pushwire and implant coil were returned separated. The concerto pushwire was found bent from the proximal end and found kinked at the distal end. The concerto implant coil was found damaged, stretched and broken, with the polypropylene filament also broken. Dried blood was found on the implant coil. The concerto actuator interface was securely attached to the coupler tube. The actuator interface, coupler tube, positive load indicator, break indicator, and all crimps were present and intact. There is no evidence of mechanical or manual detachment attempts. The coin was found still against the lumen stop. The shield coil was found stretched. The detach element was found broken at the stick with the ball and part of the stick found still within the retainer ring. Based on the analysis performed, the customer report of ¿premature detach¿ was confirmed. The cause of the premature detachment is due to the broken detach element. Possible causes for break to the detach element are tortuous anatomy, coil is not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, or user advances/retracts the coil against resistance. The retainer ring was found crushed, indicative that the device was manipulated against resistance. Customer reported vessel tortuosity was normal, device was prepared per IFU and continuous flush was not administered during the procedure. The implant coil was found damaged, stretched and broken. It is likely the damage occurred during the retrieval attempts when the implant coil detached within the patient. The customer report of ¿coil loop in parent vessel¿ and ¿difficult placement/positioning¿ could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the concerto coil was unable to be placed in the target vessel gastroduodenal artery (gda), as the concerto coil prolapsed into the hepatic artery. The coil was retracted back into the non-medtronic microcatheter to withdraw it completely and a place different size coil. Most of the coil retracted, however, the coil unintentionally detached within the catheter and could not be retracted. Multiple maneuvers were attempted to retrieve the coil, which included applying suction to the microcatheter. A 5f sheath and a 5mm loop snare was used to snare the coil in the hepatic artery. The coil could not be safely removed at the groin because a portion of the coil could not be retracted through the vascular sheath and necessitated a surgical cut down onto the artery to remove the coil completely. The patient had to be intubated and the vascular team had to be called to come and surgically remove the coil from the artery while in interventional radiology (ir). After the surgery by the vascular team, the patient was accessed from the contra lateral side and the gda was coiled with three concerto coils. Duration of the use was 20 minutes.